Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient did not charge their device as recommended. As a result, the ipg became inoperable. Surgical intervention may occur at a later date to address the issue.

Event description:
Related manufacturer report number: 3006705815-2022-14373, 3006705815-2022-14375. Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.